Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/14/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported by the parent that the pediatric patient experienced a skin reaction with inflammation and infection underneath sensor pod area only which occurred 5 days after the sensor had been inserted in the abdomen. The area had white discharge and appeared infected. The parent took the patient to the doctor. The doctor cleaned the affected area and prescribed unremembered oral and topical medications. At the time of the report, the patient was okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.